Event description:
An aneurx bifurcated stent graft of unknown size was inserted for the treatment of an abdominal aortic aneurysm of an unknown date. The physician reported that the pt did not have substantial angulation or tortuosity of the aneurysm or of the iliacs. The physician states that he had difficulty removing the runners and pulled the stent graft down, however not enough to require a cuff. The pt did well and there was no further clinical sequelae related to this event. The physician states that removing the runners of the stent delivery system is not a rare occurrence and has encountered this situation in the past. He feels that this is a limitation of the design and construction, i.e. A potential weak point of "runners" and the need to retract the runners. The physician feels that the problem with the runners is related to the design of the device, pt anatomy, technique and patience. The physician states that he may have videotape of this case available. Request for review of the videotape is pending.